Event description:
Senseonics was made aware of an incident where the customer had a false hypoglycemia event on (B)(6) 2023 at 3 am. The customer reported that sensor glucose (sg) value that was shown by the eversense cgm system was incorrect. The sg value was 60 mg/dl at the time of incident. The customer did not measure any blood glucose (bg) value, but complained that the sg value was incorrect. The customer did not have to seek any medical attention or any remedial actions.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The initial investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. Based on the initial investigation analysis, the sensor glucose (sg) value on (B)(6) 2023 at 2:57 am was 57 mg/dl. No bg value was seen on dms at that time because the customer probably did not enter the value into the system. The initial investigation analysis revealed continuous gaps in glucose data and calibration past due alerts, suggesting that the transmitter was removed for long periods of time and the system was not used consistently. High levels of sensor variability were seen in brief times whenever the system was in use. To further investigate the sensor variability, a return material authorization (RMA) was authorized for return of the sensor. However, the RMA was never received. As a result, the no further investigation was possible and the root cause of the complaint could not be established. One potential root cause of the observed variability could be attributed to inconsistent system usage and not calibrating timely.